Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred approximately 2 hours after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the arterial tubing of the bloodline, where it meets with the blood pump tubing. There was no damage noticed on the bloodline. The patient¿s estimated blood loss (ebl) was approximately 400ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a new machine with the new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.